Event description:
A bladder neck suspension procedure was performed on 9/23. Some time post procedure, the pt returned in pain. A CT scan revealed both anchors had dislodged and were free floating, the anchors were surgically removed on 10/11. To date, no further treatment has occurred,. The device will not be returned for evaluation, therefore, no failure analysis will be performed. No further details are available. Therefore, co is unable to determine the cause for this event.